Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an acetabular drill was reported. The event was confirmed. There were no patient medical intervention or adverse consequences reported. Method & results: -device evaluation and results: fracture of the acetabular drill rod occurred in fatigue, initiating circumferentially along the root of the first thread from the adaptor component, and propagating radially inward. The material composition of the device was consistent with a 431 stainless steel alloy. The measured hardness of 302-314 hv was consistent with material not in a heat treated condition. No heat treatment was specified at the time this device was manufactured. No material or manufacturing defects were observed on the device features evaluated. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a material analysis report of the returned device concluded that the fracture of the acetabular drill rod occurred in fatigue, initiating circumferentially along the root of the first thread from the adaptor component, and propagating radially inward. No material or manufacturing defects were observed on the device features evaluated

Event description:
The customer reported via the rep that during use by surgeon, the metal drill bit snapped one third of the way down where the drill bit connects to the shaft. The customer also reported that surgery was delayed for a few minutes while the surgeon swapped the drill. Surgery was completed successfully using the replacement drill.

Event description:
The customer reported via the rep that during use by surgeon, the metal drill bit snapped one third of the way down where the drill bit connects to the shaft. The customer also reported that surgery was delayed for a few minutes while the surgeon swapped the drill. Surgery was completed successfully using the replacement drill.